Manufacturer narrative:
(B)(4). Publication year of 2001. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: multi-centric experiences with stapled hemorrhoid surgery author: alexander herold, jens j. Kirsch, günther staude, thorolf hager, franz raulf, jens michel, jens-uwe bock, jan jongen, peter prohm, norbert wolf, heinrich müller-lobeck, klaus gellert. Citation: multicenter study coloproctology. 2001; 23: 2¿7. Doi: 10.1007/s00053-001-5036-y. In april 1998, hemorrhoidectomy with circular stapler was introduced in germany. In september 1999, a retrospective evaluation of 1099 hemorrhoidectomies from 8 different clinics was performed. All surgeries were performed under general or block anesthesia. 80% of operations were carried out with the specially developed hcs 33 pph stapler (ethicon), which has been on the market since the beginning of 1999. Previously, the standard staplers, cdh 33 or sdh 33 staplers (ethicon), which are well known from colon and rectal surgery, were used. Since the pph set (pph 01; ethicon) was not yet available at the beginning of the recording period, the purse-string suture was applied with the help of park or ferguson- retractor or a vaginal speculum. Reported intraoperative complications included bleeding at the stapler line (20% to 40%) which were directly dealt with by suture or bipolar coagulation, ruptured and dehiscence of the suture line (n-4), persistent hemorrhoidal prolapse (n-3) and was hemorrhoidectomized with the stapler, and perforated rectum (n-1) in which trans-anal approach was not possible and an abdominal procedure became necessary. Reported early postoperative complications included rebleeding (n-48) which required an operative revision, persistent prolapse (n-5) which required an operative revision, stenosis (n-2) which required an operative revision, thromboses (n-7) which required an operative revision, defecation disorder (n-4) which required an operative revision, distal partial anoderm necrosis (n-1) which required an operative revision, continence disorder (n-1) which required an operative revision, and anal fistula (n-1) which required an operative revision. In the follow-up period, reported complications included persistent hemorrhoidal prolapse (n-17) which required reoperation, stenosis (n-9) which required reoperation, rebleeding (n-6) which required reoperation, continence disorder (n-2) which required reoperation, and perineal venous thrombosis (n-4) which required reoperation. Stapled hemorrhoid surgery appears to be an effective surgical treatment of hemorrhoids. In the meantime, this new technique is the surgical procedure most commonly used by all participating centers in treating hemorrhoidal conditions.